Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly. Device received with cracked case(battery tube) and missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump received low battery, insert battery, battery failed and she did it 4 times already but still the same, cant select other settings except options then after troubleshoot and placing a new battery, pump just had a blank screen. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.